Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 10:04:24. During night drain cycle two, the patient's ultrafiltration reading was 745ml, indicating the home patient (hp) drained 745ml more than their maximum programmed fill volume of 1000ml. No further information was available.

Manufacturer narrative:
(B)(4). The cause of the reported iipv could not be determined. If additional relevant information is obtained, a follow-up MDR will be submitted.